Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a flush port detachment occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. No visual deformities or abnormalities were noted upon the initial opening the catheter during preparation for the procedure. The farawave catheter was attempted to be flushed through the flush port. However, during flushing, the distal tip of the flush port that was connected to the 20cc syringe detached. The farawave catheter was replaced with a new farawave catheter, and the procedure was completed successfully with no patient complications. The farawave catheter is not expected to return for laboratory analysis as it was disposed.